Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully download to thump. No critical pump error noted during test or listed in pump history download. However, confirmed pump error 53 (line number file 418 number 32107) in the pump history download on 08/18/2024 01:43:25.000 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis esf3926732. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. However, confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Confirmed pump error 53 in the pump history download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin leak from the reservoir, unspecified pump error alarm and the pump was not working. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a. Troubleshooting was performed for unspecified pump error and reservoir leak allegations. Fluid is present in reservoir compartment and the leak past the 1st o ring only. Self test was failed. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. Product return requested for mmt-332a. Customer declined to return or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.